Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified issue when using premix dexmedetomidine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.